Manufacturer narrative:
(B)(4). Device evaluated by MFR: an imager ii 5f .035 inch catheter was returned. A test delivery wire was inserted into the catheter hub in an attempt to advance the coil but it got stuck 7cm from the proximal end of the catheter. The delivery wire was removed and inserted into the distal end where it became stuck 25cm from the distal end. The catheter was cut 38cm from the proximal end in an attempt to remove the coil. The coil was removed from the proximal and distal ends with severe resistance. The coil was inspected. The proximal end had folded back on itself and was severely kinked and stretched. The distal end of the coil was folded inside the coil. A tweezers was used to carefully unfold the distal end. The zap tip was missing; however, there was zapping powder residue on the returned coil which showed the coil had completed the zapping process. The returned device was checked but the zap tip was not present. The catheter was checked and the zap tip was not found. The zap tip was not returned. The interlocking arm of the main coil was inspected and found to be bent. No other anomaly was noted. As the coil was damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03/29/2012. It was reported that during an embolization treatment procedure, insertion difficulties were encountered. The target lesion was located in the gonadal vein. Utilizing continuous flush, a 8mm x 40cm .035 interlocking detachable coils (idc) was inserted into the imager ii catheter but was unable to advance out of the tip of the catheter. The coil and the catheter were removed from the patient. The physician was able to get the coil out of the tip of the catheter outside of the patient. The coil and the catheter were re-inserted into the patient and the coil was unable to be advanced out of the catheter, it became stuck. The devices were removed and the procedure was completed with a new catheter and a new coil. There were no patient complications reported and the patient's status is fine. However, device analysis revealed that the coil zap tip was broken and missing.